Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to cuff erosion in the bulbous urethra that resulted in pain. The aus was explanted and not replaced on an unknown date. On (B)(6) 2021 a new aus as implanted with no clinical consequences to the patient.